Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 455 mg/dl, which was treated with bolus delivery. Customer declined troubleshooting for high blood glucose due to being aware of high blood glucose as he had open heart surgery.